Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) sensor paired to the dexcom app but failed to pair to the ilet, and the caregiver was guided to toggle the sensor settings and re-enter the g7 pairing code, along with education on pairing and warm-up expectations. No adverse clinical signs, symptoms, or conditions were reported. Outcomes included no clinical effects and no need for medical care or hospitalization. User support included remote troubleshooting and user education to verify sensor function in the dexcom app and to repeat the pairing process on the ilet. Investigation of this case revealed a device-to-device connectivity issue limited to the ilet pairing pathway while the cgm sensor functioned in the dexcom app, with no evidence of sensor failure. It was concluded, based on similar reports, that the cause was probable user interface or configuration error during initial setup leading to unsuccessful pairing.